Manufacturer narrative:
Block e1: this event was reported by the sales representative. The reported healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual evaluation found the balloon teared. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The teared problem found could have been interpreted by the customer as the reported event of balloon burst. It is possible that the teared found in the balloon occurred due to procedural factors such as excess pressure or interaction with other devices. Additionally, interaction with a sharp surface during or prior to the procedure could have caused the failure observed in the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilation procedure performed for the treatment of esophageal cancer on (B)(6) 2025. During the procedure, the balloon was inflated to 15mm using an indeflator at 7 atm, but the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The reported healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilation procedure performed for the treatment of esophageal cancer on (B)(6) 2025. During the procedure, the balloon was inflated to 15mm using an indeflator at 7 atm, but the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.